Event description:
It was reported that during a coronary stent procedure of a pre dilated right coronary artery, the physician experienced difficulty crossing the lesion. An unsuccessful attempt was made to retract the delivery device back into the guide catheter. During removal of the entire system the stent became caught on the sheath and dislodged. The stent was located in peripheral vasculature of the right leg. The physician was able to successfully stent the lesion with another stent. The dislodged stent was retrieved with a snare. Patient status is listed as "okay".